Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was attempted to be implanted within the biliary duct of a patient on (B)(6) 2013 during a stent placement procedure. According to the complainant, the patient was diagnosed with cholangiocarcinoma. The indication for the procedure was for treatment of 10 mm stricture within the mid section of the biliary duct. The patient's anatomy was reported to not be severely tortuous, and had not been dilated prior to the stent placement. No visible issues were noted to the device. During the procedure, an attempt was made to deploy the stent; however it could not be released. The physician attempted to reconstrain the stent back onto the delivery system in order to remove it from the patient, but it could not be fully constrained. Therefore, the partially deployed stent was removed with the endoscope. The physician had to cut the distal end of the catheter in order to remove it from the scope. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient's condition was reported to be good post procedure.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4) for the reported issue of stent partially deployed. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the device was returned in 3 sections. The proximal handle had detached from the inner lumen and the shaft was dissected at 225 mm proximal to the tip. The stent was found to be partially deployed by 15 mm. It was noted that the inner lumen was kinked and partially exiting through the guidewire access port. During a functional analysis, it was not possible to deploy or reconstrain the stent due to the condition of the returned device. The distal end of the inner lumen and stent were withdrawn from the distal section of the device. No issues were noted with the profile of this section of the inner lumen or the deployed stent that would have contributed to the complaint reported. Withdrawal of the proximal end of the inner lumen found that it was kinked at its distal end. An examination of the proximal handle found the crimp which indicates that the inner had been crimped to the proximal handle during manufacture. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was attempted to be implanted within the biliary duct of a patient on (B)(6) 2013 during a stent placement procedure. According to the complainant, the patient was diagnosed with cholangiocarcinoma. The indication for the procedure was for treatment of 10 mm stricture within the mid section of the biliary duct. The patient's anatomy was reported to not be severely tortuous, and had not been dilated prior to the stent placement. No visible issues were noted to the device. During the procedure, an attempt was made to deploy the stent; however it could not be released. The physician attempted to reconstrain the stent back onto the delivery system in order to remove it from the patient, but it could not be fully constrained. Therefore, the partially deployed stent was removed with the endoscope. The physician had to cut the distal end of the catheter in order to remove it from the scope. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient's condition was reported to be good post procedure.